Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy, at jejunum resection, the surgeon fired the device as usual then opened the jaws, however resection and stapling of the distal end were incomplete. The staples were u-formed and staple line was random. The surgeon completed the case with manual suturing and with another device. No problem with the patient.